Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal morphine (concentration 20mg/ml; dose 10.988mg/day) via an implantable infusion pump. Indication for use was malignant pain and lumbar radiculopathy. In (B)(6) 2015 the patient had a loss of therapy and increase in pain. A dye study was attempted on (B)(6) 2015 and they were unable to aspirate the catheter. They then bloused the patient and the patient lost some feeling in her legs. It was believed that the catheter was now patent. It was later reported that the cause of the inability to aspirate was determined to be catheter migration. The hcp stated that for the third time in 9 months the catheter backed out of the intrathecal space. The catheter was again re-implanted. Event outcome was not reported. Additional information has been requested but was not available at the time of this report.